Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the belly was being closed during a caesarian section procedure, the surgeon employed a continuous suture when the thread broke. Sewing with new stitches was done to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.